Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during a pacemaker procedure. The procedure was completed by relocating the patient to another room. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform fluoroscopy or exposure. The rse were informed that there were no messages displayed on the screen, and they were unable to initiate exposure from either the footswitch at the control desk or the table. The rse has sent quote for onsite service however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy or exposure. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.